Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 12-15, 2025. H11: the device was received for evaluation. During visual inspection on the returned sample, silicone oil was located on the interior wall of the housing. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential bladder rupture from housing contact during use. Silicone oil is purposely added by design on the external surface of the bladder to reduce friction when in contact with the cover, so the bladder is freely sliding. Silicone oil from the bladder may have dripped onto the interior wall of the housing during transport; this condition is cosmetic and has no impact on the function or safety of the product. The reported condition was verified. The cause could not be determined. However, this event is unlikely to cause or contribute to serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that moisture drop was detected inside the hard outer casing of a large volume folfusor. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.